Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had diabetic ketoacidosis (dka). The patient's blood glucose levels reached 30 mmol/l (540 mg/dl) while wearing the pod between 37 and 48 hours. The pod was removed and a new pod was applied by the patient's husband. The ambulance was called and provided medical assistance upon arrival. Specific treatment information was solicited but not provided.